Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: baylis transseptal needle (model# unknown, lot# unknown); generator (model# unknown, serial# unknown); soundstar® eco diagnostic ultrasound catheter (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a left sided atrial tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician did not attribute the causality of the adverse event to a biosense webster inc. (Bwi) product malfunction. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle. The generator was used within normal ablation settings at 50 watts with a time cut-off at 15 seconds. The catheter irrigation was set at 2 ml/min. The overall time for ablation was approximately of 10-15 seconds. The effusion was pointed out by the bwi representative after noticing a fluid change on the soundstar® eco diagnostic ultrasound catheter. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.